Manufacturer narrative:
Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was positioned on the balloon between marker bands as per specifications. A number of struts on the 1st, 3rd, 11th, 16th and 17th proximal segments were deformed. A number of struts on the 9th and 10th proximal segments were raised and severely deformed. The proximal pillow balloon folds were partially opened and disturbed. The distal tip was frayed. Cine images were provided for review. The images confirmed the severely tortuous nature of the left coronary arteries. There is no evidence of the attempted unsuccessful delivery of the endeavor resolute stent. The angle of take off between the left main (lm) and the lad bifurcation is severe and appears calcified. The proximal lad is subsequently dilated with balloon catheters. Please note that this device (eres30024x) is distributed outside the united states; however, it is similar to the united states distributed product - (B)(4). (B)(4). Results: calcified lesion, 75-90% stenosis; stent damage, failure to deliver the stent. Conclusions: calcified lesion, 75-90% stenosis. Methods: film.

Event description:
The physician intended to implant an endeavor resolute rapid exchange (rx) drug-eluting stent to treat a lesion in the lad by direct stenting. The target lesion was calcified and exhibited 75-90% stenosis. Resistance was encountered during the attempt to advance the device to the target lesion and the device was removed. Stent struts were observed to be damaged on removal. Prior to this attempt a distal lesion in the vessel had been treated using balloon angioplasty. The pt is reported to be fine and no clinical sequelae were reported.